Manufacturer narrative:
The root cause for the reported incident was identified as improper operation of replacing steel cable due to unclear description of replacement procedure in the working instructions. To avoid re-occurrence of such incidents, the replacement procedure - xpb4-410.841.01.09.02 - was updated. It now reminds service engineers that while the red frame is not available, the single tank shall be supported by a stable 750mm height support.

Manufacturer narrative:
The investigation of the event is on-going. A supplemental report will be submitted if additional information becomes available. Internal ID # (B)(4).

Event description:
Siemens became aware of an incident with the multix select dr system. Siemens local service engineer was injured while performing preventative maintenance on the device. The engineer's hand got pinched during cable replacement on the column stand. Three stitches were needed to treat the injury. There is no patient involvement in this case.